Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Initial visual inspection of the first instrument noted no abnormalities. Functionally, the instrument was loaded with an articulating vascular/medium reload. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Initial visual inspection of the second instrument noted the instrument handle would return to its initial position when the handle is actuated the first time. The instrument could be cycled without pressing the green firing button. The grasping mechanism was fractured. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The investigation detected a secondary condition of damaged grasping mechanism that has no relationship to the reported incident. Replication of the damaged grasping mechanism may occur when an attempt is made to pry or push the trigger handle open while the grasper is engaged. No enhancements or improvements were generated for the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: (phone#), (name,email), (phone#). Evaluation summary post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Fun ctionally, the instrument was loaded with an articulating vascular/medium reload. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution."1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the invest igation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical nephrectomy while firing the staple load, load would not open locked on patient's renal organ. This was the third staple load used with the same handle. The doctor had to use leisure to cut around staple load to remove the device. There was no patient injury.